Event description:
Primary stability not achieved, implant was completely covered with bone, no thread tap used, inadequate bone quality/quantity - another size of implant was chosen (B)(6) are same patient)